Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor, oer-aw. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). As a result of the microbiological testing at olympus (B)(4), no microbe was detected from the sample collected from the subject device. Olympus (B)(4) checked the subject device and found the following. - the light guide bundle was likely broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus (B)(4). Olympus (B)(4) did not perform culture test, and the suggested event was not confirmed. Olympus (B)(4) checked the subject device and found the following. No abnormality on appearance of the device or the channels omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and olympus (B)(4), the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.